Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was re-suturing done?¿¿the suture was cut and the dressing was changed in the outpatient department. Were antibiotics prescribed?¿¿unknown. Was another medical/surgical intervention provided?¿¿the suture was cut and the dressing was changed in the outpatient department. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2020 and suture was used for skin cosmetic suture of abdominal incision. On (B)(6) 2020, the abdominal incision was partially healed, with an area of about 0.5cm, with a little wound secretion, and the suture was not absorbed. The suture was cut and the dressing was changed in the outpatient department. Additional information was requested.